Manufacturer narrative:
(B)(4). During pre-repair assessment performed by technician, investigation revealed the device was water damaged and started to smoke. The motor and bearings were defective and the flex torn. The device was replaced and sent to customer on 2/6/2013.

Event description:
Device was returned for service. During service, technician indicated the motor was defective and flex torn. Device exhibited water damage and smoked upon start up. (B)(4).